Event description:
It was reported that a 4 year follow-up visit in 2004, surgeon noted on x-ray that osteloytic lesions or cysts had formed around threads and tip of screws used to affix plate. Pt had developed a 5 degree tilt. Plate was not loose. Polyethylene articular surface was revised and grafts were placed. Backside wear of polyethylene was noted.